Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
This patient is implanted with a scs system that includes two leads from the same lot. It was reported the patient is not receiving effective stimulation and believed the scs system is making his pain worse. The patient has declined to be reprogrammed and requests an explant. The patient underwent surgical intervention on (B)(6) 2016 to explant his scs system.